Manufacturer narrative:
The calcium and creatinine reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that the sample and reagent probes needed to be replaced and replaced them. The fse performed all adjustments and completed a mechanism check without any errors. The vacuum and rinse levels were verified. Preventive maintenance was also completed. The customer completed qc, and it passed. A 21 cup precision check was also completed and passed. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaff gen.2 and calcium gen.2 results from the cobas 8000 cobas c 701 module for two patients. Patient 1's initial creatinine result was 0.03 mg/dl, accompanied by a data flag. The repeat result was 0.96 mg/dl. Patient 2's initial calcium result was 5.50 mg/dl, accompanied by a data flag. The repeat result was 7.40 mg/dl.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.